Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Evaluation description: the reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was noted as the cause of the reported extended charge time. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received patient notifier. During a follow up, extended charge time limit was observed. The device will be check in december. No adverse consequences to the patient.